Manufacturer narrative:
Concomitant medical product: 638bl32 heart band implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) inappropriately shocked the patient due to supra ventricular tachycardia (svt). Follow up with both the company representative and physician were unable to determine if any intervention or reprogramming had been done. The device remains in use. No further patient complications have been reported as a result of this event.